Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that showed the broken seal on the box. A review of the device history record revealed no irregularities during the manufacture of the reported lot #w3z32c8. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that four boxes of bd microtainer® contact-activated lancet 1.5 mm blade were found, during an inspection, to have broken seals. No injury or medical intervention was reported.